Event description:
It was reported that there were numerous attempts to get the implantable neurostimulator implanted. The reporter stated that the patient "had shrapnel" where they tried to get it in, they didn't get it in, and they had to leave the wires in. It was reported that a device was attempted to be implanted percutaneously instead of surgically and attempts at doing it "cost some damage." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).